Event description:
A report was received via FDA's medwatch medical products reporting program that a female pt, who used renu with moistureloc multi-purpose solution, reported that in 2006, she began to experience ocular redness, pain, tearing and the sensation of a foreign body in her eye. She patched the eye overnight and aside from the pain, the symptoms resolved. Three days later, the reported symptoms recurred. The pt became nervous, cried and was unale to sleep due to the pain. The pt presented to an eye dr who instilled an unspecified product to "numb" her eye. According to the pt, she had at least eleven corneal ulcers, three of which were large. She was prescribed an antibiotic to be administered every two hours. She stated that she returned to the eye dr three days in a row. The itching, burning and foreign body sensation persisted. The pt's physician reported that the pt developed superficial bacterial corneal ulcers because of over use of contact lenses. He stated that the ulcers were marginal and not greater than 3 mm. The pt was treated with vigamox and homatropine. As of 01/13/2006, the pt recovered with some minor scars in the 5-7 o'clock position. It was noted that they were less than 1 mm and looked like infiltrates. The pt did not experience any known ill effects on her visual acuity. The pt was advised that she could restart use of her contact lenses. The dr did not attribute the event to any product.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigatkon that evaluated the mfg facility environmental records, a review of batch records and testing of retain sample for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.